Event description:
Customer attempted to use all of the staplers. Kept getting jammed and had to waste a lot of the product.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot# 73m2100234 investigation did not show issues related to the complaint.